Manufacturer narrative:
The reported event of loss of capture in unipolar was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device indicated that the device had an impedance anomaly in unipolar mode. Xray imaging showed broken feed though pin. The pin grounds leads to the rest of the device, which explains the unipolar impedance failure. Further analysis showed that material was noted on the pins and was considered the root cause for the embrittlement of the pins. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the device. The device was reprogrammed. Later, the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The event date was estimated to have occurred in spring or summer of 2023. Further information was requested but not received.